Event description:
Account experiencing getting discrepant results for multiple patient samples for free t4 and folate. The following examples were provided. Repeat testing occurred in 2008. Free t4: sample 1, initial gave 2.96 ng/dl; repeat gave 1.19 ng/dl. Sample 2 initial gave 2.54 ng/dl; repeat gave 0.977 ng/dl. Sample 3, initial gave 5.57 ng/dl; repeat gave 1.11 ng/dl. Sample 4, initial gave 2.67 ng/dl; repeat gave 1.03 ng/dl. Sample 5, initial gave 2.91 ng/dl; repeat gave 1.16. Sample 6, initial gave 2.50 ng/dl; repeat gave 0.926 ng/dl. Sample 7, initial gave 2.47 ng/dl; repeat gave 1.00 ng/dl. Sample 8, initial gave 3.10 ng/dl; repeat gave 1.34 ng/dl. Sample 9, initial gave 2.22 ng/dl; repeat gave 1.00 ng/dl. Sample 10, initial gave 3.08 ng/dl; repeat gave 1.37 ng/dl. Sample 11, initial gave 2.71 ng/dl; repeat gave 1.15 ng/dl. Sample 12, initial gave 2.13 ng/dl; repeat gave 0.961 ng/dl. Sample 13, initial gave 2.96 ng/dl; repeat gave 1.30 ng/dl. Sample 14, initial gave 2.44 ng/dl; repeat gave 1.11 ng/dl. Sample 15, initial gave 2.08 ng/dl; repeat gave 0.823 ng/dl. Sample 16, initial gave 2.52 ng/dl; repeat gave 1.14 ng/dl. Folate: sample 1, initial gave >20 ng/ml; repeat gave 11.70 ng/ml. Sample 2, initial gave >20 ng/ml; repeat gave 11.30 ng/ml. No adverse events reported in association with the incorrect results. The field service representative was unable to determine root cause. Performance tests were performed.